Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the upper left corner. This was discovered when the delivery to the hospital was being unpacked. A new bag was remade for the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. B5: the bag contained tpn contents when the leak from the upper left corner of the bag seam (side where you hang from) was observed. H4: the lot was manufactured between july 23, 2023 and july 24, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.